Event description:
Medtronic received a report of a pipeline vantage and phenom21 that had difficult navigation. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the right pica (posterior inferior cerebellar artery) with a max diameter of 2.1mm and a 4.2mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone (artery size) was 2mm distal and 2.1mm proximal. Dapt (dual antiplatelet treatment) was administered with a platelet reactivity units (pru) of 180. The angiographic result post procedure was, "post angiographic result was good. The distal pica was getting flow and aneurysm was packed with coils." Images are available for review. It was reported that the aneurysm's neck was 4mm wide and physician faced a little challenge in taking the phenom into distal branch. Eventually the physician had to take aloop inside the aneurysm to gain distal access in the pica, which was very tortuous. The physician attempted to straighten the loop by pulling wire and keeping phenom intact but they kept losing access from the distal branch. Sfr x 4x40 (ox) was not an option since there was resistance when tracking the in the phenom21. So the physician decided to go with a longer device. The plan was to deploy the distal part of the vantage 2.5x20 device so it anchors well and then pull on the device to straighten the loop. To walk on this plan, a suggestion of tracking the device even more distal than originally planned (with vantage 2.5x16) because according to this new length, a lot will be needed to reach the distal anchor otherwise the proximal portion of the device would hang in vertebral artery. But once vantage 2.5x20 was taken inside the microcatheter, due to the anatomy and device's bulk the microcatheter kept falling. Somehow the physician managed to reach the distal in the anatomy and deployment was started. Once about 50% of the device was deployed the physician had reached the aneurysm neck and the physician had only ~4mm of space after the neck to finish the remainder of the device. To re-sheath and re-position the phenom was pushed over vantage. Due to the severe tortuosity phenom was not tracking and now while pulling vantage into the microcatheter, entire access was lost. The physician had to completely remove the system (phenom along with the vantage). Outside the patient, when vantage was being removed from phenom21, the device got deployed inside the proximal lumen of the catheter. Only approximately 5% of the device was visible at the catheter hub and then the nurse helped in removing the device from hub and thus separating phenom and vantage. Eventually the case was done with silk 2.5x20 and headway17. But this device got deployed distally and barely covered half of the aneurysm neck. The 2 optima 3d coils and 1 optiblock coil was used to pack the aneurysm. Post procedure distal pica was filling well. It was noted that the event had movement during placement (difficult placement/positioning). Only one pipeline device was being used when movement occurred. There was severe friction/difficulty during delivery and positioning of the pipeline. The pipeline was not implanted at the intended location as it was removed. The pipeline missed the landing zone and no additional steps were required to remove or secure the pipeline. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. No side branches were covered by the pipeline. The tip of the catheter did not move during deployment. Catheter kick back was noted. There was catheter resistance in the distal section of the device. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). The catheter was flushed as indicated in the IFU. Ancillary devices include a "ox cerebase and ox cat5 were taken for accessories and all products were prepared as per IFU guidelines.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the statement, "sfr x 4x40 (ox) was not an option" was in reference to, "no ped device issue had occurred till then. What I meant to say was sometimes when the microcatheter has taken a loop inside the aneurysm, doctors prefer to take a solitaire through it to help straighten the loop so microcatheter is across the aneurysm neck." It was confirmed that the sfr x 4x40 (ox) was not used. A cause or contributing factor that was provided was, "extremely tortuous anatomy could be cause for difficult navigation in this case." The pushwire was not rotated or pulled back at any time during the procedure. A continuous catheter flush was administered during the procedure. There was no kink/damage observed to the pipeline or catheter after removal. It was confirmed that, "yes the doctor faced difficulty in tracking the device and phenom in the tortuous anatomy." It was clarified that, "no catheter wasn¿t moved during deployment. However while tracking phenom in the tortuous anatomy the wire used to f all back from a distal access point." The patient did not experience any adverse event or injury in association with this event. All the information has been provided/confirmed by the physician.